Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein one lead was revised and the other was explanted. Note: as it is unknown which lead was explanted, both devices are being reported on.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14338. It was reported the patient experienced ineffective therapy. X-ray imaging confirmed lead migration. Surgical intervention may be taken at a later date to address the issue.